Event description:
The reporter indicated that a 12.6mm vicm5_12.6; -13.0 diopter implantable collamer lens had tore during injection into the patient's right eye (od) on (B)(6) 2022. There was no patient contact. Later on the same date a replacement lens of the same model/length lens was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Work order search: no similar complaint type events reported for units within the same lot. (B)(4).